Event description:
A falsely elevated ctni result of 0.66 ng/ml was obtained on a dimension analyzer. This result was not reported to the physician. The same specimen was retested on another dimension analyzer and a result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely evevated ctni result. Analysis of instrument data indicated user maintenance issues.